Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected over infusion of pitocin. The clinician indicated the pump was alarming for occlusion unexpectedly frequently. The clinician undid every bend in tubing and straightened the tubing. The medication began flowing. The clinician indicated within 15 minutes the patient was contracting q 2m. The pitocin infusion rate was decreased to 4mu. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Additional information: manufacturer narrative. The actual date of event is unknown. Root cause: the root cause for the reported issue that device had over infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a suspected over infusion of pitocin. The clinician indicated the pump was alarming for occlusion unexpectedly frequently. The clinician undid every bend in tubing and straightened the tubing. The medication began flowing. The clinician indicated within 15 minutes the patient was contracting q 2m. The pitocin infusion rate was decreased to 4mu. There was patient involvement, but the outcome is unknown.